Manufacturer narrative:
173 unopened, unused devices of the same lot were received for evaluation in relation to the reported event. A sample of 40 devices were visually evaluated and tested for functionality, and the reported event was unable to be confirmed or replicated. Root cause was unable to be determined as the reported event was not confirmed.

Event description:
It was reported that upon opening the device, they were shearing upon opening, rednering them unusable. There was no patient involvement reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-05278 the report was submitted in error.